Event description:
It was reported that there was low impedance, high thresholds and no capture at the maximum output in the right ventricular defib lead, which resulted in failed antitachycardia pacing therapy due to the non-capture in the lead. The device was initially reprogrammed. It was further reported that the patient had an infection and vegetation was noted on the leads. The implantable cardioverter defibrillator (ICD) system was removed and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2013; d314drm implantable cardioverter defibrillator (ICD) (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and analysis revealed no anomalies were found. The overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing during the week ending (B)(4) 2013 to (B)(4) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.